Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially, pre-dilation was performed with a 2.50 x 10mm semi compliant balloon catheter. A 3.50 x 20 synergy drug-eluting stent was then advanced for treatment. However, due to calcification, the stent failed to cross the lesion even after multiple attempts, and the shaft was broken. The stent was removed, and a non-boston scientific device was used to complete the procedure successfully. No patient complications were reported, and the patient was stable post-procedure.